Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include hse. Product development event evaluation reveals, the part number referenced on the complaint is the 310.26, 2.7 mm drill bit and the returned part is part number 311.26, 2.7 mm tap. The package was not returned so the issue identified cannot be confirmed. There is no lot number etched on the part so no further evaluation is possible. There is some brownish discoloration around the etching for the part number and diameter/size on the shank. The part is in good condition and there is no visible damage. The design of tap is acceptable. The packaging was not returned and therefore the complaint condition cannot be confirmed. The complaint is indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that, an account ordered the 2.7mm drill bit/qc/100mm. Once received, the package labeled 2.7mm drill bit/qc/100mm but when the package was opened it contained the tap for 2.7mm cortex screws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hsz, not hse as previously reported.